Manufacturer narrative:
Reference MFR report # 2916596-2016-01019 for the events leading up to pump exchange. (B)(4). The outflow graft is packaged as part of the lvad kit, therefore, the device unique identifier for the lvad kit is listed. Approximate age of device - 1 day. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with an lvad and underwent a pump exchange on (B)(6) 2016. It was reported that during the exchange procedure, the new outflow graft appeared to be weaping blood circumferentially from the weave of the graft less than 1 to 1.5 centimeters from the metal connection. Surgiflo was applied by the surgeon and appeared to remedy the bleeding. The graft remained in use and the procedure was continued. It was reported that the prescribed pump prep procedures were followed. No further information was provided.